Event description:
The device was returned for disposal; the returned paperwork indicated the pt died in 2008. Follow-up with hcp indicated the pt had missed her refill appointment the previous week and when they contacted the family, they learned the pt died. The hcp did not have info as to what cause of death was or whether an autopsy was performed. The pt was last refilled in 2007 with medtronic lioresal 2000mcg/ml at a daily rate of 626mcg. Office notes indicated the catheter placement had been in the lumbar spine.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.